Event description:
It was observed during the device inspection that the bronchofibervideoscope exhibited deep scratches in the instrument channel opening of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The reportable malfunction was identified during the device evaluation. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.